Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73k1400157 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the user found that the clip was not set straight on the jaw therefore the device was not used on the patient. The patient's condition was reported as fine.